Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Additional information was received which reported that the intraocular lens (iol) was not opacified but there was early opacification of the posterior capsule after two weeks which caused visual impairment. The lens remained implanted and a yag laser capsulotomy was performed. The patients vision improved. The initially reported device codes, 1426 and patient code 2692 are no longer applicable. The device code has been updated to 2993 - adverse event without identified device or use problem. The patient code has been updated to 2138 - vision impaired and 3191 - posterior capsule opacification (pco). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: exact date unknown/not provided, best estimate between (B)(6) 2019 and (B)(6) 2019. If explanted, give date: not applicable as the lens remains implanted (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient experienced lens opacification with the intraocular lens, model zxr00 in the left eye (os) at the post operative, two (2) months visit. No additional information was provided.